Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the cannula broke on insertion.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broken. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, use error. (B)(4).

Event description:
It was reported the cannula broke on insertion.